Manufacturer narrative:
D10 concomitant product: 030451, 030451 roticultr endo gia 30-2.5 dlu (lot#t0f163x) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a sub-costal hepatectomy, there was no issue when 30 and 45 millimeter white reloads were used. However, five hours later, the patient was taken back to the emergency room due to bleeding. The staple line of both reloads were open.